Event description:
A hemodialysis patient user facility has reported that during treatment a blood leak occurred. A minor blood leak was detected and the machine alarmed. Estimated blood loss was 240cc's. Patient was asymptomatic, no adverse effects; patient is fine. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.